Event description:
It was reported that the pump battery couldn¿t be charged. The customer experienced an elevated blood glucose (bg) level of 900 mg/dl with diabetic ketoacidosis. A bolus was delivered to address bg level. Multiple follow up attempts from tandem technical support was made to obtain additional information, however, a response from the customer was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.